Manufacturer narrative:
Information for use: contraindications: the flexiseal signal fecal management system should not be used on individuals who have suspected or confirmed rectal mucosal impairment, i.e.: severe proctitis, ischemic proctitis, mucosal ulcerations. Have had rectal surgery within the last year. Have any rectal or anal injury. Have hemorrhoids of significant size and/or symptoms. Have rectal or anal stricture or stenosis. Have a suspected or confirmed rectal / anal tumor. Information for use: precautions and observations: care should be exercised in using this device in patients who have a tendency to bleed from either anti-coagulant / anti-platelet therapy or underlying disease. If signs of rectal bleeding occur, remove the device immediately and notify a physician. As with the use of any rectal device, the following adverse events could occur: rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa. Based on the available information, this event is deemed to be a serious injury. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on october 27, 2016. (B)(4).

Event description:
Complaint from a plastic surgeon reporting a bleeding event with use of the fecal management system (fms). The device was placed in a burn patient with a known rectocele. On the ninth day of using the fms, it appeared a lot of bleeding "1900cc/day". After removing the fms and dealing with hemostasis, they used scope to check and found bleeding point at rectocele which had a polyp and found no hemorrhoids. The bleeding resolved and the patient was discharged. No further information was provided.

Manufacturer narrative:
Upon further review of the reported event, it was determined that the complaint was not related to a design or manufacturing issue, therefore, a detailed investigation or batch record review is not required. This investigation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4)